Manufacturer narrative:
The event was initially reported within medwatch MFR report # 2916596-2018-01486. Approximate age of device ¿ 40 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was previously reported that the patient had a serum lactate dehydrogenase (ldh) greater than 2.5 times the 220 u/l upper limit of normal (uln). On (B)(6) 2018 ldh was 630 u/l. Reportedly there was no evidence of pump thrombosis. The patient also had significant oral bleeding with fractured dentition at the time and symptoms of anemia. The event was reported as ongoing. Additional information was received reporting that the patient had an inr at a critical value of 4.2. The ldh was 529 u/l on 12feb2018, 603 u/l on 19feb2018, and 575 u/l on 27feb2018. No imaging or testing of the lvad was performed. The cause of the elevated ldh was reported as unknown. The patient was not provided medical treatment. Ldh reportedly trended back down. Reportedly there was note of a correlation between oral bleeding and increased ldh within the patient¿s medical record. The oral bleeding was first reported on (B)(6) 2018 patient¿s ldh trended back up at 652 u/l on (B)(6) 2018, 707 u/l on (B)(6) 2018 and 594 u/l on (B)(6) 2018. It was reported that there were no other hemolysis markers and no signs of hemolysis reported within the medical record. The patient¿s coumadin was placed on hold night of (B)(6) 2018 for bleeding and inr goal was lowered from 2-3 to 2-2.5. Inr on (B)(6) 2018 was 3.1.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01486. This report is being submitted as additional information. A direct correlation between the device and the reported bleeding and elevated ldh could not conclusively be established through this evaluation. The instructions for use lists hemolysis and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use also provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.